Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard an alert occur two times over 6 months. It was suspected that the alert was triggered due to magnet exposure. Review of device data indicated that the alert was triggered due to magnet exposure. The device remains in use. No patient complications have been reported as a result of this event.